Manufacturer narrative:
Cartridges are labeled for no more than three day use; customer changed cartridges every five days. In addition, the t:slim pump user guide cautions that the insulin should be at room temperature before filling cartridge. Finally, humalog is labeled for 2 day use in insulin pump cartridges. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer multiple occlusion alarms. Reportedly, customer's blood glucose level was high (400's).